Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was making a loud noise and had a blank screen display. Customer's blood glucose was 144 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display or audio/beep anomaly noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.